Manufacturer narrative:
On 27-aug-2021, the product investigation was completed based on photographs of the complaint device. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with 2 preface® guiding sheath with multipurpose curve. The hemostatic valves of two preface sheath separated, where dilators/catheters are inserted. The hub became disconnected from the sheath, no surgical intervention required, no blood loss or complications. The sheath was removed immediately after the hub became detached. There were no reported patient consequences. Device investigation details: according to pictures provided by customer, per pictures review, the reported complaint by the customer as ¿hemostasis valve/hub ¿ separated during use¿ was confirmed since a pref. Guiding sheath catheter with no hemostasis valve hub cap attached could be observed per the photos provided. Per device history record (DHR), a review of the manufacturing documentation associated with lot 17951562 was performed and it no internal actions were found for lot 17951562. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. However, the cause of the reported event could not be conclusively determined based on the pictures visual analysis sole information provided. Therefore, no corrective or preventative actions will be taken at this time until the actual involved device was returned for a complete evaluation. If the device is received in the future, the product investigation will be performed and updated accordingly.

Manufacturer narrative:
Bwi received additional information indicating that the complaint device's manufacture date is (B)(6)2020. Section h4 has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 17951562 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with 2 preface® guiding sheath with multipurpose curve. The hemostatic valves of two preface sheath separated, where dilators/catheters are inserted. The hub became disconnected from the sheath, no surgical intervention required, no blood loss or complications. The sheath was removed immediately after the hub became detached. There were no reported patient consequences. Hemostatic valve separation is MDR-reportable. This report is for the 1st of 2 preface® guiding sheath with multipurpose curve. The other is reported under manufacturer report number 2029046-2021-00598.